Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
A male patient of unknown age underwent a trans urethral resection of the prostate. The urologist was resecting the prostate with the cutting loop, when the curved cutting wire became detached from the device. The urologist had to go back in with the cystoscope and an extractor to find the piece of wire in the patient's prostate and remove it. No harm was reported to the patient.

Manufacturer narrative:
Investigation - evaluation: a review of the device history record, complaint history, specification and quality control was conducted on during the investigation. The device was not returned for investigation. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. In addition, a review of device master record did not observe any nonconformance that may have contributed to this incident. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.